Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
(B)(4). The evaluation began with a review of the manufacturing, testing and stability data of the affected lot. All results met specifications. Reagent lot 89909jn00 is also used as a reference lot and consistently meets all requirements for each time point tested. Testing was also performed to assess the accuracy of recovery of this lot of architect total b-hcg reagent and all specifications were met. As negative results were obtained for the patient's sample on an alternate method and using the architect total b-hcg assay following pre-treatment using heterophilic blocking tubes, it is likely that the elevated results maybe due to interfering substances. The architect total b-hcg package insert ((B)(4)) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current evaluation identified no product malfunction and that the assay is meeting its safety and effectiveness claims. Review of complaint tracking and trending.

Event description:
The customer states that a female patient undergoing in-vitro fertilization generated the following results with the architect total b-hcg assay (each date represents a different sample): date: (B)(6) 2010, result: 19 miu/ml reagent lot 87919jn00; (B)(6) 2010, 20 miu/ml; (B)(6) 2010, 18 miu/ml; (B)(6) 2010, 29 miu/ml reagent lot 89908jn00; (B)(6) 2010, 30 miu/ml; (B)(6) 2010, 36 miu/ml; (B)(6) 2010, 30 miu/ml; (B)(6) 2011, 25 miu/ml. The positive cut-off for the assay is 25 miu/ml. The patient has tested negative with a non-abbott assay. The sample from (B)(6) 2011 was treated with a heterophilic blocking tube and retested on the architect platform with a negative result (less than 1.2 miu/ml). There is no impact to patient management reported.